Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required office visit notes states the patient is experiencing minimal pain with no evidence of swelling. No operative notes were available. Radiographic findings note no gross evidence of loosening. The cup is oversized, extending beyond the bony margin of the acetabulum anteriorly and laterally with the lateral angle of inclination is slightly steep, measuring 46 degrees. The femoral component alignment is valgus, with the tip of the femoral stem contacting the endosteum of the medial femoral shaft. The femoral component is well-centered within the acetabular cup. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 650-1058, ceramic bioloxd option head 40mm, 056010. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 07949. Discarded.

Event description:
It was reported that the patient underwent a primary left total hip replacement. Subsequently, the patient's left hip was revised approximately four months post-implantation due to dislocation. The liner and head were revised to a constrained liner. Attempts have been made and additional information on the reported event is unavailable.